Manufacturer narrative:
This device was used for treatment, not diagnosis. Patient initials (B)(6). UDI#: (01)part number unknown (10)UDI unavailable. Approximately three (3) months ago (march 2016). This report is for eight (8) unknown 3.5mm locking screws. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that approximately three (3) months ago on an unknown date, the patient was implanted with a locking compression plate (lcp) for the medial distal tibia, eight (8) 3.5mm locking screws and two (2) 3.5 cortical screws to repair a distal tibia fracture. The patient developed an infection at the implant site and was returned for revision surgery on (B)(6) 2016. The surgeon removed all hardware, implanted a competitor's bone void, debrided and cleaned the wound and applied a clean dressing. The surgery was completed successfully with no delay and no harm to patient reported. The surgeon stated that the patient's fracture had healed. This report is for eight (8) unknown 3.5mm locking screws this report is 3 of 3 for (B)(4).